Event description:
The cage was not implanted deep enough so the surgeon went back to further seat the cage. The driver was not fully engaged when the surgeon rotated the driver at which time one of the distal tangs broke off. The broken pieces was retrieved. Less than 10 minutes was added to surgery time.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer